Manufacturer narrative:
(B)(4). The cds was returned and the returned lock line was broken into two pieces (approximately 166 cm and 166.4cm). The full length of the lock line was accounted for. It appears that the lock line broke at the middle of the lock line, and thus at the clip area. The broken pieces of the lock line were inspected for knots, or damage along the lock line, but no issues were noted with the lock line. The broken ends of the lock line were inspected under the microscope and were identified to be frayed; this was likely a result of tensile forces. To determine if any obstructions in the lumens caused the reported lock line break resulting in the mechanical issue during procedure, a snare was inserted through each lock line lumen and no resistance was noted, which indicates that the lock line lumens were unobstructed and undamaged. The dc (delivery catheter) radiopaque ring was examined under the microscope, and there was no evidence of burrs or sharp edges on the lock line lumens which may have resulted in the lock line break. The l-lock tabs were examined under keyence microscope as damage to l-lock tabs is an indication of the lock line being stuck in the l-lock resulting in the lock line break. No damage to the l-lock tabs was observed. Potential causes for lock line break leading to mechanical issues, can be caused by, but are not limited to, manufacturing anomalies (damaged lock line / lock line caught in the l-lock region), patient morphology, patient disease state (such as tortuosity of the vessel, resulting in increased tension on the device), unintended curves on the device applied to the device or forceful retraction of the lock lever, user technique and procedural conditions (procedural circumstances influencing the lock line break). It is possible that there were procedural interactions (anatomical conditions) which resulted in increased tension on the device. Additionally, the cycling of the lock lever multiples times upon opening and closing of the clip due to challenging patient anatomy and echo imaging to grasp the leaflets, and/or inadvertent handling of the lock lever, may have caused increased tension on the lock line at the harness, resulting in the lock line break/fray and noise. The lock line break may have then caused the mechanical issue with the lock lever and the clip as the lock line was no longer intact and connected to the clip. Evaluation summary: review of the device history record found no non-conformances identified for this lot that would have contributed to the reported event. Review of the electronic complaint handling database of the reported lot did not indicate a manufacturing issue. The reported lock line break, resulting in lock line fray, device operating differently than expected (noise) and mechanical issues (failure) appear to be related to procedural conditions and not a product quality deficiency.

Event description:
This is filed as the lock line broke and the clip could not be unlocked to be removed from the leaflet which resulted in the clip being deployed on only one leaflet. It was reported that prior to a mitraclip intervention, functional testing of the clip delivery system (cds) found no device issue. The patient had degenerative mitral regurgitation with a grade of 4+. The anterior leaflet was prolapsed and was mildly thickened. Grasping the aml (anterior mitral leaflet) and pml (posterior mitral leaflet) at the same time was challenging. Echocardiogram views were not optimal and it was difficult visualizing the clip interacting with the leaflets. Eight to ten grasps with the clip were attempted. The clip was closed to 60 degrees and imaging was performed after each grasp. During the last attempt to grasp the leaflets, the aml was observed to not be completely in the clip. In an attempt to reposition the clip, the grippers were raised and the lock lever was retracted using no force. During lock lever retraction, a noise was heard and the lock lever immediately lost tension and was able to be pulled past the blue line. After the noise occurred, three attempts to advance and retract the lock lever to unlock the clip were unsuccessful. The lock line was broken. The lock lever cap was removed hoping the line break was at the cap level, but it was not. Looking through the clear plastic lock lever, the lock line was coiled (bunched) up.

Event description:
Subsequent to the previously filed report, additional information indicated the lock lever was retracted to the blue line when the noise was heard. After the lock line broke, the lock lever was able to be retracted past the blue line. No additional information was provided.

Manufacturer narrative:
(B)(4). Forceps were used in an attempt to pull the lock line and unlock the clip, but with no success. In an attempt to free the clip from the leaflet the cds was pushed and pulled, but with no success. It was decided to deploy the clip. The lock line was removed in two separate equal pieces. The clip was deployed on the posterior leaflet and was not attached to the anterior leaflet. It was noted that the preexisting anterior leaflet prolapse was now a flail and chordal breakage was observed. The cds was removed from the anatomy. Post procedure the patient was stable and the mr grade remained at the preprocedure grade of 4+. On (B)(6) 2014, the physician reported that surgery to remove the clip was not an option and the patient was stable. No additional information was provided. The mitraclip has been received. Investigation has not yet been completed. A follow-up report will be submitted with all additional relevant information.